Event description:
Pt was implanted with external fixator on (B)(6) 2012. Pt was returned to operating room on an unk date to replace a broken schanz pin. Broken external portion of the pin was discarded by facility, tip remained implanted. A new schanz pin was implanted. Broken tip was removed during surgery on (B)(6) 2012 in which all devices were removed.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. No conclusion can be drawn at this time.